Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : devie not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator's uim went white during patient use. The unit was swapped out. The customer confirmed that there was no patient harm associated with the reported event.